Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the clinician that the balloon catheter broke during the injection of the contrast media. Material was removed from the patient and no adverse effect occurred. No additional information is available.